Manufacturer narrative:
H.6. Investigation: bd received ten (10) customer samples for review and analysis. The customer samples received confirm the reported issue of stopper pop off. First and second time pull out testing was performed using ten (10) customer samples. Five (5) out of the ten (10) tubes did fail the test thereby confirming the reported issue of a stopper popoff. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Extra lubricant on the stoppers could be a contributor for the loose cap.

Event description:
It was reported that while using bd vacutainer® no additive (z) plus tubes the stopper pops out of the tube. The following information was provided by the initial reporter: "the customer has reported: multiple reports of the bd non-additive vacutainers for lot#218172 exp (B)(6) 2021 and the caps not staying on. Caps are popping off during transport and spilling (tubes are half to 3/4 full). Sometimes the plastic part of the cap separates from the rubber stopper. Note: these tubes are used for aliquots so the caps are not staying on while reapplied. The customer has quarantined all stock on hand of this lot number which at this time amounts to 10 cases. I have attached a copy of the quarantine notice in the attachment section."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® no additive (z) plus tubes the stopper pops out of the tube. The following information was provided by the initial reporter: "the customer has reported: multiple reports of the bd non-additive vacutainers for lot#218172 exp 2021-12-31 and the caps not staying on. Caps are popping off during transport and spilling (tubes are half to 3/4 full). Sometimes the plastic part of the cap separates from the rubber stopper. Note: these tubes are used for aliquots so the caps are not staying on while reapplied. The customer has quarantined all stock on hand of this lot number which at this time amounts to 10 cases. I have attached a copy of the quarantine notice in the attachment section."